Manufacturer narrative:
The complaint for high impedances was confirmed. Microscopic inspection of the lead revealed all wires were broken 29.0cm distal to the stimulation end. All lead channels measured open due to the broken wires. The broken wires are consistent with an overstress condition the lead was subjected to while still in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer 3006705815-2019-03886. It was reported that high impedance issue was observed on all the lead contacts. The device and the lead were explanted, and a new device and lead was implanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.